Event description:
The stent was implanted in the left sfa on (B)(6) 2010. On (B)(6) 2010, the pt presented with progressive claudication due to in-stent restenosis in the proximal sfa. Intervention was taken which included atherectomy and balloon angioplasty. Additionally, it was reported that during the intervention some dissection within the stent portion was observed. A low pressure balloon inflation was used. Procedure on (B)(6) 2010, there was a vessel dissection at the distal edge of the stent. This was treated with a 5 x 80 stent and resulted in brisk flow throughout the entire stented segment. The procedure was successful and there were no further complications.

Manufacturer narrative:
Conclusions: the cause of the event is unk. No indication of a device malfunction. The cause of the restenosis is likely the pt's disease progression. The reported dissection was caused by the introduction of medical devices into the vessel.